Event description:
The facility's biomedical engineer reported an infusion pump with an 810:02 failure code. The biomed stated to baxter customer service that the failure occurred during biomed testing. There was no patient injury or medical intervention was a result of the failure. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set of the infusion device. Additional contact information was requested but no additional contact was provided.